Event description:
Having issue with his meter. Blood sugar is running high than it normally should be. Feels the meter is not storing his 7, 14, 30 day average . After the meter set up it just started giving high readings in the 200's